Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to bent cannula leading to hyperglycemia. The blood glucose level was 786 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The length of ER stay was 1 day. The patient was released from the hospital on (B)(6) 2025 no further information available.